Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on 05/10/2025. According to the patient¿s spouse, on (B)(6) 2025, the patient was experiencing weakness and vomiting. The patient¿s cgm was reading 167 mg/dl, but no bg meter comparison value was taken. Emergency medical services (ems) was called. Once ems arrived, the patient¿s cgm was reading 159 mg/dl, and the bg meter was reading 485 mg/dl. The patient was transported to the emergency room, where the patient was diagnosed with diabetic ketoacidosis and admitted. However, no other patient or event details were provided as the call with technical support dropped. Attempts to reach the reporter back for further event details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at the time symptoms started showing. The reported glucose values fall within the c zone of the parkes error grid when ems arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.